Event description:
It was reported that, after a tka surgery had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to explant the journey ii insert. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, this complaint reports a knee revision was performed for unknown reasons. It was communicated via email that the requested x-rays and surgical reports are not available. Therefore, based on the limited information provided, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.